Event description:
It was reported via repair work order that the fowler was elevated and would not lower due to the customer having the footboard locked out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.